Event description:
On (B)(6) 2020 the patient had alleviation of the ofg (outflow graft) compression. There was a jell like material under pressure inside the outflow graft bent relief that was compressing the outflow graft and was limiting the lvad flow to only 0.8l/min - the bend relief was cut longitudinally for about 3.5 cm near the lvad outflow elbow and the material came out by itself and we irrigated it and suctioned it actively as well - the flow in the lvad improved instantly to 5-6l/min on just 6000 rpms - attempts to increase the flow led to drop in the pi and bowing of the lv septum towards the left and imparing rv function - rv appeared dilated still needing the dobutamine and with cvp around 22mm hg. As of (B)(6) 2020 the patient was on dobutamine at 1.5/ in cardiogenic shock.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for low flow alarms, fatigue, and a severely reduced exertional tolerance. There was concern for a possible outflow graft obstruction. A log file was sent in for analysis. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and no product was returned for evaluation. Review of the log file data provided by the account confirmed a transient pump stop event due to the pump stop button being pressed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. C) contains the following information section 4 "system monitor" outlines all system monitor operations and alarm messages. The IFU states: "use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. After the countdown, the stopping pump message appears. The countdown lasts for approximately 10 seconds. Initially, the warning: low speed advisory alarm and then the low flow hazard alarm appear, both without an audible alarm. When the countdown nears zero, the pump off alarm appears, accompanied by a continuous audible alarm after the pump is off. Important! - during the pump stop countdown, an audible alarm sounds after approximately two seconds of holding the pump stop button. When the pump off alarm appears, a continuous audible alarm sounds." This document also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding section 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and no product was returned for evaluation. Review of the log file data provided by the account confirmed a transient pump stop event due to the pump stop button being pressed. Controller event log file: (B)(4) contained data spanning from on (B)(6) 2020 at 06:36:03 to on (B)(6) 2020 at 08:03:51, per the timestamp. Low flow events were captured throughout the log file, beginning on (B)(6) 2020 at 06:37:08. The low flow events occurred when the estimated flow was calculated to be below the threshold of 2.5lpm. A total of 22 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file: (B)(4) contained data spanning from on (B)(6) 2020 at 20:26:31 to on (B)(6) 2020 at 06:00:49, per the timestamp. From the beginning of the log file through on (B)(6) 2020 at 07:40:37 a persistent low flow alarm was captured due to the estimated pump flow being calculated to be below the threshold of 2.5lpm. An intentional pump stop event was recorded on (B)(6) 2020 at 11:24:08, which had corresponding low flow and lvad off alarms. The pump was stopped for approximately 2 seconds during this event. Following the event, the pump speed ramped up to the fixed speed without issue and the pump operated above the low speed limit for the duration of the log file. No other notable alarms were recorded throughout the controller log files and the pump appeared to have been operating as intended. The patient reportedly experienced cardiogenic shock following the procedure, but remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas IFU outlines all system monitor operations and alarm messages and provides information regarding the pump stop button. This document explains that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's creatinine precluded computed tomography angiogram. An echo ramp was done and showed the aortic valve opened with each beat. The patient was on dobutamine with persistent heart failure symptoms. Log file analysis captured low flow events. Low speed, low flow, and pump stop alarms were seen on (B)(6) 2020 and appeared to be the result of an intentional pump stoppage via the system monitor. The duration of this event was ~9 seconds. The alarms resolved once the pump was able to reestablished the set speed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.